Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose was 588 mg/dl after changing their reservoir. It was also found the sensor glucose was reading over 400 mg/dl during this incident. The customer reported they were currently recovering from surgery. The customer stated they treated their blood glucose with a bolus. It was also found the customer had a no delivery alarm. The customer stated the alarm was resolved by a complete set change. The customer was not able to troubleshoot at the time of the call. The customer agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.